Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, the patient had endometritis following the procedure which was associated with severe lower abdominal pain, nausea and vomiting, and a slightly elevated wbc. No cervical leak and no perforation occured. Additionally, the patient was reported to have a tight cervix. The procedure was completed with this device. On follow-up with the physician, the patient's condition was reported to be better with only minimal pain of the lower abdomen.